Event description:
It was reported that a decrease in r-wave amplitude was observed. The lead was explanted due to unsuccessful repositioning.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.